Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on november 2016 by the foot and ankle int. ¿effectiveness of headless bioabsorbable screws for fixation of the scarf osteotomy.¿ the study reviewed 115 patients and identified that epiphyseal deficiencies in 1 patient during the year follow-up. It was identified that 14 patients experience hallux valgus deformity a year post op. 3 patient was determined to have a neurovascular symptom. Reference: kim js, cho hk, young kw, lee sy, kim js, lee k. Effectiveness of headless bioabsorbable screws for fixation of the scarf osteotomy. Foot ankle int. Nov 2016;37(11):1189-1196. Doi:10.1177/1071100716661826.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.